Event description:
It was reported that a keypad on a pump is inoperable. The customer stated that either the "g" or "b" key is stuck.

Manufacturer narrative:
(B)(4). The sigma device evaluation found the #8 and #9 keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the #9 key will occur following the selected key's function (e.g. When the #1 key is pressed 19 will be displayed. When an alphabetic mode and the abc key is selected, ay will be displayed interfering with the mdl drug search). Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted. At this time, the date of event is unk.